Event description:
It was reported that the health care professional (hcp) called inquiring if the patient can have an MRI performed. Technical services (ts) reviewed the data and found the right ventricular (rv) lead has high thresholds and slightly higher shock lead impedances measuring from 110-125 ohms. Ts advised it is safe to perform the MRI and recommended to check the lead post MRI. Additional information was requested from the field representative; however, no new information was obtained. At this time, the lead remains in service. No adverse patient effects were reported.